Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked and the battery cap was unable to be removed from the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots and reboots recorded after replace battery alarms. The battery compartment was found to be cracked. The returned battery cap had stripped threads. It continued to spin duplicating the pump reboots and it¿s difficult to remove. A new test battery cap was used and was able to carefully attach to the pump and it was used to complete a 24 hour duration test. There were no reboots duplicated during this time. Unrelated to the original complaint, there was corrosion observed inside the battery compartment. A leak test failed with a battery compartment leak. The pump cover was removed and there was no further evidence of moisture found on internal components. There was no damage to the power circuit.